Manufacturer narrative:
Related to medwatch 2183996-2012-00780.

Event description:
On (B)(6) 2012 the pt reported that the check button on her infusion device does not function. After putting a new battery in the infusion device the e8 (power interrupt) message was displayed. The message was not able to be cleared because of the check button not functioning. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.